Event description:
The micro drill medium straight attachment was sent for eval because a bur was stuck in it. During quality investigation a broken non-stryker unk bur was noted in the attachment. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the bur breaking. However, the instructions for use recommends that only stryker approved components and accessories should be used with the stryker micro drill attachment since the use of a non-stryker bur with a micro drill attachment could cause the bur to break. The attachment was not returned to the user facility as it is not repairable once it has been disassembled.